Event description:
A customer reported that air bubbles were coming down the infusion line and releasing into the patient's eye during a cataract extraction procedure. The customer exchanged the cassette and completed the procedure with no harm to the patient.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).